Event description:
A customer reported error message ¿4124 sample-z bump¿ reoccurred during a sample run on the (B)(6) analyzer. The customer reset the power, completed an all-set-home, and verified the waste bin was not full. The analyzer is down. A field service engineer (fse) was dispatched to address the reported event which resulted in a delayed reporting of patient samples for beta human chorionic gonadotropin (bhcg). There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.

Manufacturer narrative:
A field service engineer (fse) was at the customer¿s site to address the reported event. Fse confirmed the complaint by reviewing the error logs and confirmed multiple occurrences. A fse was previously onsite for the same error 4124 sample-z bump, but was not able to reproduce the error. The fse performed periodic maintenance (pm), ran all quality control (qc) and patient samples without errors. While troubleshooting, the fse found both tip trays misaligned in the x-y position. The tip pickup and bottom positions for the small, large plastic, and large glass bottles were aligned, the tip z-axis to the d-lane incubator and incubator bottom positions were verified, and the reagent tip tray area was cleaned. Fse cleaned and lubricated the sample nozzle lead screw. Although the customer was initially able to complete qc and run full racks of patient samples, the error reoccurred, placing the analyzer in pause mode. After further inspection, the sample nozzle was stuck in the upward position due to a sticky spring, which triggered the cap rear-end sensor (s054). The fse lubricated the spring, manually cycled the nozzle to restore free movement, and verified proper operation. Fse validated the analyzer by successfully performing quality control run without error and nozzle returning to lower position after tip pickup. No further action required by field service. The aia-900 analyzer is functioning as expected. The aia-900 analyzer, serial number (B)(6) , was installed on 11sep2024. A complaint history review and service history review for similar complaints was performed from installation date 11sep2024 through aware date 24jul2025. There were two other similar complaints identified during this searched period, including this case. The aia-900 operator's manual under section 12 - flags and error messages states the following: (4124) sample-z bump cause: the specimen cap rear-end collision sensor s054 was activated while the specimen dispensing arm z was moving toward the home position. A ss flag will be attached to the measurement result. Action: if the cap is on the specimen, remove it and perform measurement once again. If it is not, contact tosoh local representatives. Check s054 and pm051 for a possible malfunction. The most probable cause of the reported event was due to lubrication problem of the sampling nozzle assembly.